Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarms were noted. The insulin pump was monitored and no frozen display was noted and the time clock did advance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced. Nothing further reported.